Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed cellulitis and subsequently was hospitalised (date not reported). Additional information has been requested but has not been made available as of the date of this report.